Manufacturer narrative:
Lead: model 3387-40, lot# j0519456v, (B)(6) 2005, explanted: na, lead: model 3387-40, lot# j0519456v, (B)(6) 2005, explanted: na, programmer: model 37642, serial# (B)(4), extension: model 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: na, extension: model 748240, serial# (B)(4), (B)(6) 2005 explanted: na.

Event description:
It was reported that the patient experienced a change in therapeutic effect leading to tingling in the right arm and leg. The event occurred following an implantable neurostimulator replacement. The caller stated that after the replacement the manufacturer representative reported seeing high impedances. It was noted that the patient had a pacemaker. Additional information received reported that the battery change was from a kinetra to a pc, requiring an adaptor. All impedances were above 40,000 ohms, and the manufacturer representative believed the high impedances were due to the pin being placed in the wrong port. Switching the lead numbering to the other port resolved some of the impedances, but multiple pairs were still out of range. The patient was reprogrammed and was able to find settings around the impedances that gave satisfactory therapy. When the patient left he was pleased with the settings, and the voltages were at levels that did not induce enduring paresthesias. The manufacturer representative did not believe that the deep brain stimulation system was interacting with the pacemaker.